Manufacturer narrative:
(B)(4). Concomitant medical products - unknown liner, unknown stem, unknown shell. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00698 and 0002648920-2018-00079. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to aseptic lymphocytic vasculitis-associated lesion (alval), metallosis, and corrosion like symptoms, dislocation, pain, and wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed with medical records provided. Review of the available records identified the patient underwent a revision procedure due to pain, limp, and elevated metal ions. During the procedure, corrosion was observed at the head stem junction. The poly liner was yellow - consistent with in-vivo oxidation and had scratches on the surface. The locking ring was noted frozen upon opening, but once poly removed(that had wear noted), it moved freely without evidence of damage, and engaged and moved freely with new liner once placed. The head and liner were removed and new products were implanted. No other complication or significant findings related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing. The received additional information does not change the final results of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00076, 0001822565-2018-00699 and 0001822565-2018-00698.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient experienced pain and a limp, and was indicated for revision due to positive mars MRI and elevated metal ions. Patient revised approximately 7 years post implantation. Significant tissue damage, bone loss was noted along with poly wear and corrosion. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products - part: 00771100740 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 extended offset reduced neck length lot: unk, part: 00630505032 name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 61748007, part: 00620205022 name: shell porous with cluster holes 50 mm lot: 61808969 part: 00625006535 name: bone screw self-tapping 6.5 mm dia. 35 mm length lot: 61786265, part: 00625006535 name: bone screw self-tapping 6.5 mm dia. 35 mm length lot: 61786265, part: 00625006515 name: bone screw self-tapping 6.5 mm dia. 15 mm length lot: 61760532, part: 00625006515 name: bone screw self-tapping 6.5 mm dia. 15 mm length lot: 61785985. Reported event was unable to be confirmed. Review of complaint history determined that no further action is required. Root cause remains unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.